Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. The ICD was paired, and transmission was successful. There were no patient consequences reported.

Manufacturer narrative:
The reported event of loss of ble telemetry was confirmed. Based on the information provided, there were not patient application logs available from the month post implant to investigate why they were not able to pair. Logs were available for (B)(6) 2025 and it was determined that the patient was using an unsupported device (ipad), which resulted in the intermittent connectivity issues and inability to pair. There were also attempts to connect via an apple iphone, but patient app logs were not available to investigate this occurrence. The patient then successfully connected using an android phone on (B)(6) 2025.